Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).

Event description:
Treatment of an aneurysm. On (B)(6) 2013, the patient underwent coiling embolization treatment. During the procedure, the sixth coil could not be detached with the instant detacher. The coil also could not be detached with the manual method (an alternative detachment method presented in the instructions for use). No patient injury was reported as a result of the procedure.